Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the device having physical breakage. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has white-clouded area; due to clogging of nozzle, water supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; nozzle is deformed; adhesives around light guide lens has white-clouded area; adhesives around objective lens has white-clouded area; scope connector has a scratch; protector of universal cord on scope connector side has a scratch; protector of universal cord on control section side has a scratch; image guide protector has a scratch; indication on scope connector is peeled; universal cord has a scratch; electric connector has discoloration due to water leakage; electric connector has corrosion due to water leakage; due to clogging of nozzle, water removal ability does not meet the standard value; grip has a scratch; and distal end cover has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus air supply failure of the videoscope occurring during an unknown event and procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign object came out of nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.